Event description:
It was reported that during a routine hemodialysis treatment, a balance chamber pressure alarm occurred. It was then noted that the operator had prematurely connected the pt to the extracorporeal circuit during the recirculation phase at the end of the cartridge prime and alarms test. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently connected the pt while still in prime. The user's guide provides adequate instructions for the priming the cartridge and making pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.